Manufacturer narrative:
The device was returned to olympus for inspection. E1 - initial reporter establishment name: (B)(6). Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope exhibited that the screen becomes noised during inspection for use. There were no reports of patient harm.